Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and noise with isometrics. This rv lead was surgically abandoned, and the patient was hospitalized and was given an intravenous medication. In addition, the patient will have an increase follow up. No additional adverse patient effects were reported.